Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® blue line ultra® tracheostomy tube cuff was leaking. The issue was observed after one hour of use with a patient. A tube change was conducted to address the leaking. No patient injury was reported. See MFR: 3012307300-2017-00694.